Event description:
The defect was noted to be oval shaped. After detachment of the device, the device has migrated into the aorta. The device has been retrieved without any issue with a 13fr sheath. A second device was attempted, but was unsuccessful. The patient will undergo surgical repair of the defect.